Event description:
(B)(6) study. It was reported that following a percutaneous transluminal coronary angioplasty, the patient experienced myocardial infarction. In (B)(6) 2011, the 3.0x18mm, 90% stenosed target lesion was located in the bifurcated left anterior descending (lad) artery. The lesion was pre-dilated and the 3.0x24mm promus element stent was implanted. The implanted stent was post-dilated using a kissing balloon technique resulting in 0% residual stenosis. The following day prior to discharge the patient experienced elevated troponin and a reported myocardial infarction. The patient did not experience ischemic symptoms and no other action was taken to treat this event. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).device is a combination productdevice evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).